Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. The possibility of calcification was discussed; however, it was not confirmed. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.